Event description:
On 5/19, rptr underwent extracorporeal shock wave lithotripsy to remove two stones in his left kidney, and one in the right. Everything went well; he left the hosp that afternoon, and passed the stone fragments "without" minimal discomfort over the next two weeks. On the evening of the 19th, his wife noticed red, oval-shaped marks in each side of his back, over his kidneys. The pt literature had warned him to expect some minor bruising from the shock waves, so he thought nothing of it. But the next day, his wife said that the marks looked exactly like sunburn. The marks were approx 3 inches wide along the major axis. The one on the left was a deeper shade of red, although they were otherwise uniform in color. Neither exhibited any of the small, purplish spots he understands are sometimes associated with lithotripsy. Over the next few days both marks turned tan, and the one on the left began to peel. He was initially puzzled, since this did not look like any sort of bruising. He talked to friends who had undergone lithotripsy; none of them remembered anything similar. However, this did resemble one type of injury with which he is somewhat familiar. His training includes health physics, and he has investigated several incidents where malfunctioning industrial radiographic equipment was alleged to have caused radiation erythema. This appeared to be similar. (*)